Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in one piece. Visual inspection of the lead found an external outer insulation abrasion that breached the outer insulation and exposed the outer coil which was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.